Event description:
During an or [operating room] case, a bbraun pump that was actively running a phenylephrine infusion showed an error message "free flow alert" with an error code with a series of numbers. I did not get to write down the error code. This was caught immediately, and I immediately stopped the infusion. There was no change in patient's blood pressure. There was no harm to the patient. The device was bbraun asset # [redacted].